Manufacturer narrative:
Initial report sent to FDA on may 27, 2024 but ack 3 not received. Summary of investigation: there are no previous complaints of this code batch of which we manufactured (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 open unused package, with broken pack and 1 unused package, with broken pack. Sample 1 (returned in open condition) the sample 1 was returned with tyvek and trays fixed with tape as they had already been opened. The sample had multiple cracks and part of the tray was chipped. The number of remaining staples is 36 and there were no abnormalities in their alignment. And the latches were not dislodged. Sample 2 (returned in unopened condition) the sample 2 was returned with tyvek and trays fixed with tape. The sample had cracks on the tray. The number of remaining staples is 36, and there were no abnormalities in their alignment, and the latches were not dislodged. Packaging inspection based on the assumption that the complaint "pack was broken" refers to damage to the tray, we conducted the dimensional/packaging inspection. The trays of the returned samples were cut into six pieces described a to f as shown in the diagram below, and the fracture surfaces were examined in detail. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Conclusion root cause analysis: other potential contributing factors to this defect is the temperature during transportation. Analysis of weather data at the customer site (finland) from the shipping date to the complaint date revealed that there were 62 days when temperatures dropped below -5°c. Based on investigation records of similar complaints involving cracks, there is a possibility that cracks could occur if subjected to impacts such as drops in low-temperature environments. Therefore, it is possible that the returned items also experienced impacts, such as drops, in low-temperature conditions. Final conclusion: based on the results of visual inspection, packaging inspection, and review of production inspection records, it is believed that the cracks in the tray did not originate as a defect during the production process. In addition, based on investigation records of similar complaints involving cracks, there is a possibility that cracks could occur if subjected to impacts such as drops in low-temperature environments. Therefore, it is possible that the returned items also experienced impacts, such as drops, in low-temperature conditions. We will continue to monitor the progress of the case, and will examine whether the tray material is appropriate, independently of the response to this complaint. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with manipler skinstapler. The client reported that the manipler package was broken. Detected before use. Additional information has been requested.